Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that if the patient leaves it on while she is charging, that she feels a jolt. The patient noted that this has been happening ever since she started charging the device starting in (B)(6) of 2018. The patient was redirected to follow-up with her health care provider regarding this. There were no further complications reported.